Event description:
It was reported that an alert was triggered due to high out of range shock lead impedance measurements measuring greater than 125 ohms. At this time, the right ventricular (rv) lead remains in service. No adverse patient effects were reported.